Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the hospital after experiencing syncope and dizziness which resulted in a fall. Upon investigation, noise resulting in oversensing, inappropriate defibrillation therapy, and pacing inhibition was observed on the right ventricular (rv) lead. The device was reprogrammed, however, the pacing appeared to be ineffective. Lead provocation testing was performed, and noise was reproduced. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. An rv lead fracture was suspected to be the cause of the event; however, this was not confirmed.